Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (screen blank) has been confirmed. Upon investigation the monitor was not powering up properly. The cause for the failure was isolated to contamination on the j502 component on the computer/analog pca. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A u.s. Distributor returned monitor sn (B)(4) and reported that the monitor's screen was blank.